Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the physician noted that there was a thrombus behind the device. The physician released the closure device and successfully implanted it in the laa of the patient. When the was removed from the left atrium there was a thrombus attached to the tip. The physician believes that the thrombus formed inside the was during the procedure. The patient was given several heparin boluses. The patient was admitted to the hospital to receive a heparin drip before having a follow up transesophageal echocardiogram (tee). The patient did not experience any other complications as a result of this event.